Manufacturer narrative:
All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that during the implantation of an intraocular lens (iol)that patient's capsular bag tore. The iol was removed without an incision enlargement, a vitrectomy was performed and an anterior chamber iol was used. The patient was reported to be doing fine.